Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident electrode found voids and scratches in the insulation. The area of voids failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that during an rf ablation procedure, the patient experienced pain. The coating of the needle was found damaged. A new needle was used and the case was completed. Covidien's initial evaluation of the incident sample found the coating on the needle was damaged and the needle failed hipot testing.